Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport duo MRI isp attached to a catheter was returned for evaluation. Visual, microscopic, tactual and functional evaluations were performed. The investigation is confirmed for the identified septum dislodged, partial occlusion and leak issue as a leak from the port body was noted upon infusion of the partially dislodged port septum and right port stem failed the mandrel test. Although the sample was returned for evaluation, three electronic photos and four medical image were provided for review. The investigation is confirmed for the identified septum dislodged and leak issue as right port septum partially dislodged in the provided photo and extravasation into the port pocket and into the subcutaneous tissues surrounding the catheter can be identified in the image review. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device) . H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, during contrast injection via the medial lumen contrast was allegedly leaked subcutaneously. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. However, images and photos were provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that sometime post port placement, during contrast injection via the medial lumen contrast was allegedly leaked subcutaneously. It was further reported that the device was removed. There was no reported patient injury.